Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
After a routine rns system implant procedure, the patient was diagnosed with respiratory failure via possible airway edema. Treatment included extended intubation due to significant airway concerns from anesthesia. The patient was sent to the ICU and a chest x-ray was performed. The event was reported to be resolved on (B)(6) 2020.